Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in both unipolar and bipolar configurations. Capture was found to be 4 v on the pacing system analyzer and with the pulse generator. The pocket was opened, but the physician elected not to replace the lead or generator at the time. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.